Event description:
It was reported that prior to starting a da vinci s nephrectomy procedure, the surgical staff reported issues turning the patient side cart (psc) to the left and forward. It was determined that a field service engineer (fse) would arrive on site to troubleshoot the issue. The patient had been under anesthesia and port incisions had been made when the surgeon made the decision to abort the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer determined that the customer reported issue was associated with the linkage between the patient side cart and the wheel assembly. The system was repaired by replacing the damaged linkage. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.